Event description:
A customer reported receiving a ¿replace sensor¿ error message on the 7th day of wearing the adc device. As a result, the customer was unable to self-treat due to unspecified symptoms and had contact with a healthcare professional who provided unknown medical treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported sensor (B)(6) has been returned and investigated. Sensor plug is properly seated in the mount and no physical damage is observed on the sensor patch. Sensor was found to be in state 6 (indicating abnormal termination). No failure modes were observed with the sensor plug upon visual inspection. The sensor was sent for further investigation and sensor was de-cased. No issues were observed upon visual inspection of the pcba (sensor¿s printed circuit board assembly).the battery was measured and was found to be within specification. Therefore, this issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted. Additional info : d4 - unique identifier (B)(4).

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the 7th day of wearing the adc device. As a result, the customer was unable to self-treat due to unspecified symptoms and had contact with a healthcare professional who provided unknown medical treatment. No further information was reported. There was no report of death or permanent injury associated with this event.